Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of high blood glucose readings from the pump. The customer's blood glucose reading was unknown. The customer was in diabetic ketoacidosis last year. The customer is doing okay now and does not want a follow up.